Event description:
The pt has a realized gastric band placement in '08. The skin was prepped with betadine gel. Ancef 2 gm was given preoperatively. Marcaine 1/4% with epinephrine was injected prior to closure for post-op incisional pain. The incision was closed with dermabond. Pt stayed overnight in the hosp as the pt also underwent a hiatal hernia repair. Post implantation, the pt developed an infection at the port site of the skin. No skin cultures were done. Pt started on antibiotics. There were no known allergies. The pt is doing fine without any other complications.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.